Event description:
It was reported that the patient was admitted on (B)(6) 2024 with multiple falls at home with reports of hitting their head. The head computed tomography (CT) was negative. The cause of the falls was reported as mechanical. During the fall, the driveline was pulled, and the velour became exposed. The patient was prophylactically started on doxycycline for 7 days. The patient was discharged to inpatient rehabilitation on 27may2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6). No device is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.